Event description:
It was reported that 2 bd micro-fine¿+ pen needles experienced the outer cover was unable to attach to the pen. The following information was provided by the initial reporter: the distributor's report is that the outer cover is loose and is spinning around and cannot be attached properly to the pen.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles experienced the outer cover was unable to attach to the pen. The following information was provided by the initial reporter: the distributor's report is that the outer cover is loose and is spinning around and cannot be attached properly to the pen.